Manufacturer narrative:
The device was not returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. Because the device was not returned, no investigation could be completed. This report will be updated if the device is returned for investigation.

Event description:
The initial reporter states that the pump auxiliary alarm was not working. The initial reporter also stated that this occurred during testing and that no patient was affected. (B)(4).